Event description:
It was reported by the customer's spouse that the customer had a high blood glucose level of 519 mg/dl. Customer changed out the infusion set and when the needle came out of the site, it was straight but there was blood in the needle. Customer treated with a 5.0u of bolus delivery. Customer thinks that the cannula had a raised a circle mark where the cannula was in. There may have been a possible occlusion in the site. Customer did not receive any alarms. Customer believed that the high blood glucose level was related to the site issue. Customer sent an email later stating that they were unable to bring their blood glucose level down and went to the emergency room. Customer's blood glucose level was 525 mg/dl at the time of admission. Customer believed that there was scar tissue. Customer was given IV fluids. Customer was wearing the pump at the time. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.